Event description:
It was reported that customer experienced difficulty managing cartridge and other aspects of therapy and shared concerns through survey responses. There was no reported impact to the customer¿s blood glucose level. Technical support planned to review customer email and follow up to obtain more information, but no additional information was received regarding the outcome of the event.